Event description:
International affiliate reports the mix of the cement was not homogeneous and resulted in difficulty injecting cement through the confidence kit's cannula. Another confidence kit was used. However, the difficulty resulted in a thirty minute delay to the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
While it was initially identified that the product samples were available, 205 days have passed without arrival of the product samples. The awb bill number provided has been checked with (B)(6) and as a result the number is invalid. Additionally, affiliate has not responded since last request on july 2nd, 2013. The device history record (DHR) observed no discrepancies. No issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. An evaluation by quality engineer and product development manager was conducted and no conclusions were drawn as the confidence kit was not returned for evaluation. A review of the complaint trend analysis found no observed trends for issues of this nature. Therefore, without a product sample, we are unable to confirm the reported issue or identify the root cause, and this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and product evaluated. Device not returned.